Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain. It was reported that the patient had been having an issue with connecting the remote to the pump to give themselves a bolus. They would try for 45 minutes to get the handset to connect to the pump. It didn't connect and it was hit or miss. This weekend they tried for 45 min and sat down, stood up, laid down and tried to do everything. They were seeing no pump found. They had to reposition the communicator in a certain way to get it to connect. Agent had them reset communicator and handset. They noticed the handset slow down and get stuck at 90%. Agent walked them through clearing the data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.